Event description:
Alleged deflation.

Manufacturer narrative:
Explant analysis showed surgical instrument damageof the implant outer shellwhich resulted in outer lumen deflation.

Event description:
Deflation.